Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with rfs stylet, 6f, 12 cm (w/attached cable). The customer states that procedure went 100% to protocol and that rfs device and rfg2 were working properly. Pt did not complain during procedure. Dr said he had access into the perforator vein and treated 4 quadrants for 4 minutes, 3 times. During ablation of the perforator near peroneal nerve, the pt experienced foot drop immediately following the procedure and paralysis of right foot. Dr provided medical intervention of high dose vitamin b and referral to physical therapy.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.